Event description:
Manufacturer's representative reported a drug reservoir volume discrepancy greater than 25% at pump refill. The expected volume was 2mg, and the actual volume aspirated was 12ml. Patient has reported an increase in pain. Device troubleshooting was done, no evidence of a pump roller stall. Catheter dye study inconclusive due to easy aspiration of catheter medication and csf, additional troubleshooting is being considered. Patient outcome and further troubleshooting results were not available at the time of this report and a follow up report will be sent if additional information becomes available.